Event description:
Pt with hx cva, presented at another hosp with chest pain. Diagnosis, acute mi & hemodynamic instability. Intubated & transferred to another hosp emergency. Cardiac cath-triple vessel disease, with critical bil. Iliac disease, iabp placed. Emergency CABG done. The next day, short episode of pulseless v. Tach. Associated with iabp screen frozen, unable to change settings. New iabp placed, with epi. And CPR, blood pressure improved.